Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 63 twice. The alarms occurred during the self-test. The customer called to perform the high pressure test and motor displacement verification. The customer was hospitalized on (B)(6) 2016 due to vomiting and high ketones. Customer's blood glucose level was not reported. The customer treated their blood glucose level with pens in the hospital. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a confirmed error 63 in the insulin pump history due to cold solder joint at the keypad assembly. However, the operating currents within specifications and passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched lcd window and case.